Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2015 with the following findings: the keypad was found to be peeling from the base. All keypad buttons were found to be responsive. The keypad was removed and contamination was found under all key contacts. The returned battery cap was used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. It was noted that the keypad cover was missing/peeling and torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.